Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a meniscus repair, the fast-fix 360's needle broke. The procedure was completed with a non significant surgical delay using a back-up device. All pieces were removed using tweezers. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. About two inches of the distal needle tip was severed from the rest of the needle. The suture and t2 were returned detached from the device. The plastic overmold was detached from the needle. The actuator tip was seized. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with unintended use of the device. Use of excessive force during insertion or damage caused by contact with sharp instruments can cause failure of the insertion device. No containment or corrective actions are recommended at this time.